Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, an unspecified number of devices splash blood onto fingers and hands of healthcare workers after removal of the device from the patient. There was no other health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® push button blood collection set, an unspecified number of devices splash blood onto fingers and hands of healthcare workers after removal of the device from the patient. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Therefore, 10 retain samples were used for functional testing and no splatte occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: splatter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.